Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the cable only works intermittently. No patient impact or consequences were reported.

Event description:
The customer reported the cable only works intermittently. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. Visual inspection found damaged ch stress relief. The module passed functional testing. The device draws power within specification and the connected lnop sensor illuminates and obtains measurement. Module maintains communication with msis and measurement with cable bending. No defects were observed through x-ray imaging. The customer's complaint was not duplicated. The ch stress relief damage does not affect electrical functionality.